Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient stated the cgm was alarming with a reading of 400 mg/dl. The patient did not check a bg finger stick while the cgm was displaying 400 mg/dl. At some point during the event, the patient lost consciousness and emergency medical services was called. Upon arrival at the hospital, a nurse checked the patient's bg and it was 500 mg/dl while the cgm was still showing 400 mg/dl. The patient regained consciousness at 5:00am and was treated with IV fluids and was in the hospital until 6:30am. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient lost consciousness. The reported glucose values fall within the b zone of the parkes error grid upon arrival at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.